Manufacturer narrative:
(B)(4). Date sent: 2/26/2025, d4 batch #: 121d42. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received partially fired 1/4. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 121d42, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 01/28/25. D4: batch #unk. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes - that's what the doctor told me, the triggering process cut and clamped about 1 centimeter and then the instrument stopped ( can also be seen on the magazine ). Or, did the device fully fire and stop during the automatic knife return? N/a. Was there any difficulty opening the device? If yes, how was the device removed from the patient? Yes. If yes, did the jaws eventually open? Yes, he used the reserve button. Is the current patient status known?- everything is fine. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number c9e991, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device started the release process and then stopped during the third loading unit - the stapler could not be released any further. With the help of the reserve button, the blade could be moved back and the device opened. A new stapler was opened and the operation continued. There was no patient consequence nor surgical delay reported. Additional information requested.